Manufacturer narrative:
The reported event of lead insulation damage was confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies with the exception of the lead punctured, damaged coil, and ptfe coating were all noted at the s-curve region. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an implant procedure, when taking the left ventricular (lv) lead out of the packaging it was noted the lead insulation was damaged. The guidewire was attempted to be used with the lv lead and was unable due to the damage. A new lv lead was used to complete the procedure. The patient was stable.